Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed with corrosion visible on the pcb. All attempts to retrieve data from the pod were unsuccessful. During investigation, the device deployed normally upon manual rotation of the ratchet gear. Inspection of the fluid path components found a tear in the exposed portion of the soft cannula. Because data could not be obtained from the device, it could not be conclusively determined at what point the device was deactivated. The cause of the failure of the needle mechanism to deploy could not be determined nor could the cause of the observed corrosion be determined.